Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25130185, 25130380, 25130432 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and slight evidence of blood were observed. A visual inspection determined that the heater wire was flexed away at the center of the hot jaw. The heater wire was detached at the tip. No other visual defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instructions for use with a reference cable, adapter and reference power supply. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use . A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.69 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint for "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failure "bent-wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
Sterile processing called and said they had a vh-4000 returned with note stating that it was faulty and did not work. No other information available. No case or event info available.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Sterile processing called and said they had a vh-4000 returned with note stating that it was faulty and did not work. No other information available. No case or event info available.